Event description:
Clinical study same case as MFR #6000089-2005-00245 10 months after a coronary drug eluting stenting treatment procedure, the pt returned to the cath lab for a target vessel reintervention. In 2004, the pt was given oral plavix and asa before the procedure and IV integrillin and more oral plavix during the procedure. The first lesion being treated was a 3.2 mm,mildly calcified, mildly tortuous, 100% stenosed first obtuse marginal (om1) artery lesion. The lesion was predilated. The physician implanted a taxus express2 8.8% 3.50x 20 mm drug eluting stent. The stent was post dilated. The second lesion being treated was a 2.75 mm, non calcified, mildly tortuous , 90% stenosed first diagonal (d1) artery lesion. The lesion was predilated. The physician implanted a taxus express2 8.8% 2.5 x 16 mm drug eluting stent. The stent was post dilated. There were no pt complications. The pt was discharged on the 2nd day on plavix, asa, and zocor. In 2005, the pt returned to the cath lab to treat instent restenosis within the om1. The physician implanted another taxus express2 8.8% drug eluting stent to treat the instent restenosis. In the opinion of the physician, the relation of the taxus stent to the event is "probable". The physician then implanted another taxus express2 8.8% drug eluting stent in the mid left anterior descending artery (lad). In the opinion of the physician the relation of the taxus stent to the event is "unknown". There were no complications. The pt was discharged 2 days later.

Event description:
It was further reported that target lesion 1 was identified in the om1 with 100% stenosis and a 3.2 mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of a 3.5 x 20 mm taxus stent, reducing the stenosis to 0% following post-dilation. Target lesion 2 was identified in the 1st diag with 90% stenosis and a 2.75 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 25 x 16 mm taxus stent, reducing the stenosis to 0% following post-dilation. The pt was dischargved on asa and plavix 2 days post index procedure. Three hundred twenty days after the index procedure , the pt was admitted to the hosp with one day history of substernal chest pain and shortness of breath at rest. An acuter mi was ruled out. Echocardiogram demonstrated an lvef of 15-20%. Myocardial perfusion scan showed a fixed defect and evidence of ischemia in the lad territory 2 days later, the pt was recommended for a cardiac cathererization which revealed: left m ain: normal, mid lad: 100% occlusion, 30-40% stenosis in the ostium of the diag, patent stent in the diag, posterolateral cx: 80% stenosis, om1: 70% ostial stenosis, patent stent proximally, 40% distal mid stenosis, 70% distal stenosis, rca: 30% stenosis, and lvef: 15%. Treatment consisted of angioplasty and the placement of a taxus stent (2.75 x 24 mm) to the lad. A second taxus stent (3.5 x 12 mm) was placed in the ostial of the om1 in an overlapping fashion to the previously placed om1 stent. The following day, an ICD device was implanted due to a history of mi and severe cardiomyopathy. The pt was discharged on asa and plavix.